Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) attended a seminar where he wore a magnetic name tag and for 2 days he heard beep tones. Technical services (ts) discussed that a magnet could affect the device and suspend tachycardia therapy. It was noted that the device was checked the previous month. Ts indicated that, based on this information and if there was no longer any beeping, therapy was no longer being affected. No adverse patient effects were reported. Additional information indicated that the patient is not pacer dependent, and there are no performance allegations reported by the patient or the physician. No adverse patient effects were reported and the patient will continue with normal follow-up visits.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Subsequently, the device was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.